Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they were nervous before the procedure and was having a harder time emptying their bladder, they had to squeeze harder. The patient noted that they had some discomfort in their back near the injection site and had a stinging sensation when voiding. The patient stated that it felt like something was in their tailbone and that they had a cramp in their rectum that had since subsided. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had been going every 30 minutes at the time of report. The patient noted that the stimulation was more uncomfortable on the right and stated that it was not working. The patient reported that they felt a burning sensation between their stomach and vagina when they voided and noted that they were not emptying all the way. The patient stated that they felt numb when they pushed to void and noted that it was worse than the day before report. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had a reaction to the dressing and noted that the leads were removed on the day of report. No further complications were reported or were expected.